Event description:
The customer reported via phone call that the insulin pump was dropped and damaged. Customer's blood glucose was 9.0 mmol/l. Customer dropped the pump and taped it because the reservoir compartment was completely destroyed. Insulin pump was working but it will return for analysis and will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip and a cracked case near the display window corners.